Event description:
The customer contact reported a separation. The nurse reported that while connecting the tubing set to the pt's IV access, the tubing separated distal to the upper y-site. The tubing set was replaced and the infusion was started. There were no reported replaced and the infusion was started. There were no required. Though requested, no additional info was provided.